Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On september 9 2016, the lay user/patient contacted lifescan (lfs) USA, alleging having multiple issues with her onetouch verio iq meter including, the meter giving inaccurately high and low readings compared to another meter (unknown), and the subject meter reading inaccurately erratic. The complaint was classified based on lifescan customer service representative (csr) documentation, a review of the call recording by the medical surveillance specialist and further information obtained in a follow up call with the patient made by the medical surveillance specialist. The patient reported that the alleged meter issue began on (B)(6) 2016 at 11.46pm. The patient manages her diabetes with oral medication. The patient reported obtaining multiple inaccurate results; including ¿390 mg/dl¿ on the subject meter and ¿112 mg/dl on another meter¿ performed greater than 30 minutes apart, therefore the time difference between these readings exceeds lfs¿ criteria of a valid comparison for accuracy. ¿130 mg/dl¿ on the subject meter and ¿112 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. ¿50, 51, 50 and 59 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. ¿376 and 390 mg/dl¿ in comparison to feelings/and or normal readings, meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. ¿178 and 376 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision.¿178, 376, 70, 65,69,61,56 and 57 mg/dl¿ performed greater than 20 minutes apart, therefore the time difference between these readings exceeds lfs¿ criteria of a valid comparison for precision. The patient reported that after the alleged issue started she developed symptom of feeling ¿jittery, confused, nervous and diaphragmatic¿, which she associated with ¿insulin shock and severe hypoglycemia¿ and consumed sugar at 11:46pm. The patient reported that on (B)(6) 2016 at 12.30 am, she attended the emergency department. A blood glucose test on arrival on a hospital meter gave a reading of ¿130 mg/dl¿. The patient was given intravenous saline and remained in the emergency department under observation for 3 hours. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure and the samples were taken from an approved sample site. The csr was unable to confirm that the test strips associated with the complaint had expired, been open longer that the discard date or been stored improperly, if the patient had been using the correct testing strips or if the test strip vial was cracked or broken. This complaint is being reported because the patient reportedly developed symptoms that meet lfs criteria of a serious hypoglycemic event, and subsequently received medical intervention from a healthcare professional, after the alleged inaccuracy issues occurred.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Supplemental sent to submit information that was not given on initial report. Follow-up # 1 device evaluationthe lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.